Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap.  The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. A day later, the patient was hospitalized for the event of peritonitis. On an unreported date, the patient was treated with an injection (inj.) Of vancomycin 1 g daily for three days (route not reported) and an inj. Of amikacin 100 mg every bag for peritonitis (duration not reported). The outcome of the event of peritonitis was unknown .dianeal therapy was ongoing. Additional information was not available. This is report 2 of 3 involved in this peritonitis event.